Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator went into a safety valve open (svo) status. The patient's oxygen saturation decreased less than 80%. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.